Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed the shuttle cartridge engaged to the handle and with the procedural sheath pulled back against the shuttle. The balloon was stuck inside the advancer tube and the sealant was not returned. The distal tip of the balloon was inverted and the balloon material was bunched up at the distal end of the advancer tube. Based on the provided information and the investigation performed, the probable cause of the device failure is the balloon distal tip inversion. The profile of an inverted distal tip could present resistance at the advancer tube resulting in a balloon retraction jam. However, the root cause of distal tip inversion could not be conclusively determined. The mynx instructions for use (IFU) instructs users to "maintain light tension to keep the balloon abutted against the arteriotomy or venotomy." Over tensioning the device when pulling back the catheter can cause the distal tip of the balloon to become inverted. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that only part of the mynxgrip device sealant deployed. The device was being used with a 5f procedural sheath for arterial closure following a diagnostic procedure. The user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. Manual compression was applied for 30 minutes or less to achieve hemostasis. There was no patient harm noted. The patient's hospitalization was not extended. Additional information was requested, but is not available at this time.